Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had a fall around the beginning of (B)(6) 2022 and since then the hearing performance with the device is affected. A follow up visit with the surgeon has been scheduled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is not considered at the moment.

Event description:
The user had a fall around the beginning of (B)(6) 2022 and since then the hearing performance with the device is affected. Due to users current other medical issues and cognitive decline, the family is not pursuing reimplantation at this time.